Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in moderately tortuous and severely calcified ostium of superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 24 atmospheres for 10 seconds, the balloon was ruptured in the middle part. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).